Manufacturer narrative:
Concomitant product: addr01 ipg, implanted (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance. It was also reported that the patient's right atrial (ra) lead had low pacing impedance. No changes were made and both rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was lighted headed. The right ventricular (rv) lead had gradually increasing and high thresholds. The right atrial (ra) lead had no capture and no sensing in bipolar. Initially the ra lead was turned off and subsequently both leads were explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was severe explant damaged on lead in segments returned. Destructive analysis was performed, no insulation or conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.